Event description:
On 6/14/88 the aus device was implanted. On 6/4/92 the balloon was revised. On 7/23/92 the cuff and balloon were revised. On 6/4/96 the cuff was revised. On 7/29/97 the balloon was removed from the pt due to malfunction.